Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area team lead (atl) for a hemodialysis (hd) user facility reported that a blood leak occurred during a patient¿s hd treatment. Shortly after initiating the treatment, the 2008t machine began alarming with an air detector message. The staff was unable to clear the alarm. Upon inspection of the extracorporeal circuit, it was noted that blood was dripping from the tubing within the blood pump. Per the atl, the blood pump rotor on the machine had damaged the bloodline causing a leak. There were no unusual noises coming from the blood pump. The bloodline was inspected for damage prior to treatment initiation, and there were no apparent defects noted. Once the leak was identified, the treatment was stopped. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was between 100 and 300 ml. The machine was removed from service for evaluation and the patient¿s treatment was restarted on a different machine with new supplies. The patient was able to complete their treatment. The facility¿s biomedical technician (biomed) evaluated the machine that was taken off the floor and found that an end cap was missing from one of the blood pump rotor pins. The biomed fixed the machine by replacing the blood pump rotor. The machine was then returned to service. No sample was available to be returned for evaluation. The atl confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Event description:
The area team lead (atl) for a hemodialysis (hd) user facility reported that a blood leak occurred during a patient¿s hd treatment. Shortly after initiating the treatment, the 2008t machine began alarming with an air detector message. The staff was unable to clear the alarm. Upon inspection of the extracorporeal circuit, it was noted that blood was dripping from the tubing within the blood pump. Per the atl, the blood pump rotor on the machine had damaged the bloodline causing a leak. There were no unusual noises coming from the blood pump. The bloodline was inspected for damage prior to treatment initiation, and there were no apparent defects noted. Once the leak was identified, the treatment was stopped. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was between 100 and 300 ml. The machine was removed from service for evaluation and the patient¿s treatment was restarted on a different machine with new supplies. The patient was able to complete their treatment. The facility¿s biomedical technician (biomed) evaluated the machine that was taken off the floor and found that an end cap was missing from one of the blood pump rotor pins. The biomed fixed the machine by replacing the blood pump rotor. The machine was then returned to service. No sample was available to be returned for evaluation. The atl confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.